Event description:
It was reported the initial interrogation shows a motor stall occurred message and the first update also had the same message. It was noted that on the second session data report the initial interrogation showed motor stall occurred message, but then the pump status after update no longer showed the motor stall occurred. It was further noted the healthcare profession was looking at two session data reports from (B)(6) 2014. The reporter stated they were unaware if the patient had an MRI. The pump contained dilaudid (hydromorphone). Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID neu_unknown_prog, product type programmer, physician. (B)(4).